Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument (when tested on (B)(6) 2015), which led to a delayed hemolytic transfusion reaction.

Manufacturer narrative:
Immucor technical support connected to the customer instrument used for testing using a remote electronic connection method on (B)(6) 2015. An immucor field service engineer visited the customer site on (B)(4) 2015 and determined that the saline line had air bubbles in line due to a pinch on the line, which was corrected. The immucor laboratory tested retention product on (B)(4) 2015, which performed as expected. The customer returned patient blood samples to the immucor laboratory for investigation, which were subsequently tested on (B)(4) 2015. Those tests yielded additional positive outcomes, other than the expected positive results with the k antigen positive wells. Additionally, the pre-transfusion blood sample unexpectedly yielded a positive dat.